Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 597 mg/dl. Customer's mother advised they treat the high blood glucose levels via manual syringe because it is the only thing that brings it down. Customer's mother was unable to troubleshoot because the customer was at school. Customer's mother advised they changed out the entire set 3 times and rotated the site location each time. Customer's mother stated that the insulin pump does deliver a basal, however, it does not deliver the correct amount of insulin.